Manufacturer narrative:
It was reported that a piece of the bhr curved cup introducer (part 90128257, lot s0811053) broke as the cup was being put on. No delay or patient injuries reported. An s&n backup was available. As of today, the device and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr curved cup introducer was performed using part and batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for this batch. This will continue to be monitored. In the absence of the device, the production records were reviewed for the device reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a piece of the introducer broke as the cup was being put on. No delay reported. No patient injuries reported. A s&n backup was available.